Manufacturer narrative:
Corrected: date product rec'd by mfg., evaluated by manufacturer. Following further investigation by bioengineering, notification was received that: update (B)(4) 2012, review of damage on femoral and tibial components is typical of what that would expect to be seen. No change to reports on (B)(4). The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Event description:
Patient revised for pain and swelling.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.